Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between july 24-30, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had liquid in the pouch overwrapping. This occurred prior to patient use. The device was filled with an anticancer drug. There was no patient involvement. No additional information is available.